Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The device was unable to communicate with a remote control after two charge attempts. The root cause was determined to be damaged falcon application specific integrated circuit (asic)-u2. It could not be determined when and how the device got damaged.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray revealed that the ipg might have tilted. The patient underwent a revision procedure wherein the ipg was replaced with a new one. The physician believed that there was a potential device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray revealed that the ipg might have tilted. The patient underwent a revision procedure wherein the ipg was replaced with a new one. The physician believed that there was a potential device malfunction. The patient was doing well postoperatively.